Event description:
Event: (cc# 98-01108) the iab leaked. This was the only information at the time of the report. On 10/2/98, the following was reported to datascope: blood was seen in the line and the iab was removed and another was inserted. It was unknown if there was any patient injury or complication as a result of the event. [Event complications]: unknown - reported 9/1/98 and 10/2/98. [Patient's current status]: unk - rpt'd 9/1/98.